Manufacturer narrative:
Device evaluation summary: during visual examination of the sample it was noticed a crease on both views of the product. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. As stated in the product insert data sheet unsatisfactory results such as incorrect size, asymmetry, wrinkling might occur. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a 500cc and a 525cc mentor memorygel breast implant and experienced suspected bilateral ruptures post-operatively. As a result, the patient underwent explantation on (B)(6) 2019. Upon explantation, it was found that only the patient¿s right-side device had ruptured. The left sided device was found to be intact. This report is for the left side device. This report contains supplemental information for mentor psr reference number (B)(4).